Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing, and the observed noise was reproducible with isometrics. A device check in (B)(6) 2022 revealed some noise however it was not detected by the device at that time. There was no indication of pacing inhibition greater than two seconds. It was noted that this lead was 10 years old and this may be the start of potential lead integrity concerns. Lead measurements are good at this time. Programming considerations include adjusting rv sensitivity to address oversensing. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).